Event description:
Litigation papers alleged: severe pain and discomfort in groin, thigh, buttocks, back and hip-joint; inability to walk without pain and discomfort in her thigh: popping and clicking sensation in her hip joint; infection and inflammation of bone and tissue surrounding the implant; metallosis, lack of mobility; chromium and cobalt metal toxicity and other complications. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: severe pain and discomfort in groin, thigh, buttocks, back and hip-joint; inability to walk without pain and discomfort in her thigh: popping and clicking sensation in her hip joint; infection and inflammation of bone and tissue surrounding the implant; metallosis, lack of mobility; chromium and cobalt metal toxicity and other complications. Update: 4/18/12 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.